Event description:
Additional information received as follows: it was reported that the ekom c235 compressor of this e360 ventilator had an issue. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section b5 updated as the customer did not actually see smoke only reported that there was a compressor issue. Section h6 device codes and evaluation codes were updated base on additional information received: device code (annex a) remove a1009 and add a1411 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07001 and add g04090 h3 device evaluation summary was updated due to additional information received. Edtronic conducted an investigation based upon all information received. It was reported that the ekom c235 compressor of this e360 ventilator had an issue. The device was made available for evaluation.the service personnel (sp) inspected the ventilator and found the compressor motor was non-operational, so sp replaced the compressor motor. The unit was allowed to ventilate on test lung for 30 mins without any problem. The cause of the event was isolated in the field to a potential fault in the compressor motor. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ekom c235 compressor of this e360 ventilator emitted smoke. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
D10: concomitant product: ekom c235 compressor ekom compressor c235-230v-50-1; sn: (B)(6). Medtronic is the supplier (B)(4) is the manufacturer and address as follows: (B)(4), regulatory affairs specialist md conformity 421-33 7967 474 email: (B)(4) device classification name: compressor, air, portable 510k number: k091871, procode: bti, h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ekom c235 compressor of this e360 ventilator emitted smoke. The device was made available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue but found the compressor motor was non-operational and replaced the compressor motor. The ventilator and compressor was allowed to ventilator on a test lung for 30 minutes without any problem. The investigation could not confirm the reported issue of smoke emission. The cause of the secondary issue was isolated in the field to a potential fault in the compressor motor. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.